Event description:
It was reported that the pulse generator could not be interrogated. A software download did not resolve the issue. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited no output. After a product download the device resumed normal function. No other anomalies were noted.